Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient experienced a loss of stimulation, shocking, and an increased recharging time following a fall; the patient fell and hit her head in the ear where the leads are located. The patient checked her implantable neurostimulator (ins) and confirmed stimulation was on. Therapy was reduced but the issue was not resolved; the "zapping" was still happening for a few seconds all over her body at random times. The patient also experienced a loss of therapeutic benefit and a return of tremors. The symptoms were reported to have occurred suddenly. The patient also confirmed that when she charges she is able to achieve full coupling but it is took her 2 hours to charge instead of the normal 15-20 minutes.

Manufacturer narrative:
Upon further review, additional codes were added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the healthcare provider (hcp) was notified about the issues on (B)(6) 2016. The circumstance that led to the issues was a fall where the patient hit the side of her head on a concrete stepping stone. There was a one inch laceration above her right ear, near the wires. The device was reprogrammed to resolve the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.